Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with blood glucose rising during an intercurrent illness; troubleshooting confirmed proper insulin delivery with a dry, intact infusion site, correct tubing connections, and drops observed on fill, and no device alerts were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and glucose values returned to range without intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, no identifiable device problem due to insufficient information, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.